Event description:
Attempted to suture close right femoral artery with techstar xl percutaneous vascular surgical device. Device was inserted properly into the artery. When attempting to withdraw needle into device, the needle did not withdraw into the device tracking slot properly and would not withdraw from device. This left the device attached to the pt.